Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized. One day later, the patient was treated with targocid (intraperitoneal injection, 4000 milligram(mg) and cefrom 250 mg, tablet, once daily) for peritonitis. Patient outcome not reported.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.